Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. The customer utilized unapproved transport media and tranpsort media in excess of recommended volume (3ml instead of 1ml). Root cause: insufficient information. Source: phone.

Event description:
One discordant negative result when compared to pcr from a reference lab. The samples were tested as part of an evaluation study. Samples were collected in 3ml of utm or 1ml of remel media.